Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope in early (B)(6) 2017. The patient visited the physician for a device check. Upon interrogation, noise was discovered on egm in (B)(6). No reprogramming changes were made. The patient will be monitored.